Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer's blood glucose ranged from 142-175 mg/dl. Customer continued to use the pump for insulin therapy.